Manufacturer narrative:
Product analysis: analysis was able to confirm the reported screen freezing due to the battery. The battery was not charged and would not charge during bench testing. The battery was replaced and the device passed final functional and system tests. No other anomalies were found. Failure analysis was performed on the battery. No anomalies were observed during visual inspection. Battery light emitting diode (led) analysis found no led indications. The battery was inserted into an operating programmer, the charge led flashed. Ac power was removed from the programmer, the programmer shut down. The battery was reinserted and a charge was attempted for 15 minutes. Ac power was removed again from the programmer, the programmer shut down again. Battery analysis indicated a critical battery failure and a permanent battery failure. Conclusion: the battery condition seen during service and repair of the programmer was confirmed, the battery pack would not charge and there was battery pack failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen froze and would no longer function. The battery was removed and the programmer was reset, though the programmer was able to be turned off and on, the screen remained frozen. The programmer was returned for service. There was no patient involvement.